Manufacturer narrative:
1038671-2023-00321. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via a legal notification, that a female patient, who had her initial left knee implanted with an optetrak logic ps polyethylene tibial insert and had underwent a revision procedure to remove the failed polyethylene liner in which she was implanted with a second optetrak logic ps tibial insert in the left knee, underwent a second left knee revision surgery due to accelerated and preventable wear of the optetrak logic ps polyethylene tibial insert approximately 5 years 4 months post the first revision procedure. As a result, the polyethylene liner prematurely degraded and the patient endured revision surgery and other complications due to severe pain, swelling, and instability in the knee and leg. These injuries were caused by accelerated and preventable wear of the polyethylene insert. No further information.